Manufacturer narrative:
The returned device was evaluated. During inspection of the device, the unit was found to display an error code reading "no sd card." With this condition the touchscreen becomes unresponsive when changing menus. Internal inspection revealed an sd card which was not fully seated. The sd card was reseated and the unit functioned as designed. A service history record review reveals that this unit was in the field for over five (5) months with no previous reported issues related to this reported event.

Event description:
The customer reported the screen has frozen. No consequences or impact to patient were reported.